Manufacturer narrative:
Investigation summary: product inquiry stated the target device to be the subject product. No associated products were reported. A physical examination could not be carried out as the device was not returned for investigation. Thus, a reasonable examination and investigation was not possible. A review of the inspection records could not be performed as the lot-code was not provided. The reported event could only be confirmed by a photo received showing the detached c-ring. From previous cases we have known that the c-ring could damage/ detach during cleaning pre-operatively in the hospital. The c-ring (clamping ring) is a feature to ease nail assembly ¿ but function is still given without the c-ring. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore a design change was performed. With ecn # 6197/07 the c-ring design was changed. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), but makes a detachment more difficult. Although a real root cause could not be determined the c-ring was most likely pre-damaged during former surgeries or cleaning pre-operatively at customer site. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned.

Event description:
The or manager at the hospital, reported the following event to sales rep : "the plastic ring, at the end of the target device, broke during the insertion of a nail. The plastic ring was safely removed and did not fall into the patient. No delay and no adverse consequences."

Event description:
The or manager at the hospital, reported the following event to sales rep : "the plastic ring, at the end of the target device, broke during the insertion of a nail. The plastic ring was safely removed and did not fall into the patient. No delay and no adverse consequences."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.